Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for about 2 months during bolus/basal delivery. The customer stated the reservoirs might be faulty because the alarm would be resolved after he changes the reservoir. He did not recall his blood glucose value at the time of event but stated it is never over 120 mg/dl. The customer also reported the battery only lasting around 5 days. Last battery change was on (B)(6) 2015 and it was already below 2 bars. Blood glucose was 72 mg/dl. The customer was driving at the time of the call and the call got disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.